Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited shaved forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " biopsy channel port scraped" malfunctions would likely be related to coiled shaft of cleaning brush contacted with biopsy channel port. Grounds for presumption were as follows: ·the endo therapy accessories were difficult to contact with biopsy channel port because biopsy valve was attached to the port at procedure. Coiled shaft of cleaning brush may have contacted with biopsy channel port because biopsy valve was detached at reprocessing. The event can be prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.